Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Damaged blister while checking retain samples, a roche employee identified a transfer needle with a damaged blister as per below attached picture.

Manufacturer narrative:
(B)(4). Follow up. It was reported there was a damaged blister. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a packaging blister with damage to the packaging blister top web. The damage is in the area of the needle hub. No other information could be obtained from the photos. This defect could occur during the user handling of the product. The damaged condition shown in the photos is not representative of how the packaged product is handled during the automated processes. A device history record review was completed for provided material number 305211, lot 0302590. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Damaged blister while checking retain samples, a roche employee identified a transfer needle with a damaged blister as per below attached picture.

Event description:
No additional information received damaged blister while checking retain samples, a roche employee identified a transfer needle with a damaged blister as per below attached picture.

Manufacturer narrative:
(B)(4). Follow up it was reported there was a damaged blister. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, three photos were provided for evaluation by our quality team. Two photos show a packaging blister with damage to the packaging blister top web. The damage is in the area of the needle hub. One photo shows nine packaging blister top webs with damage in the area where the needle hub is. No other information could be obtained from the photos. This defect could occur during the user handling of the product. The damaged condition shown in the photos is not representative of how the packaged product is handled during the automated processes. A device history record review was completed for provided material number 305211, lot 0302590. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.